Event description:
A report was received from the USA with info stating that the device had a loss of communication between the graphical user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu) pcb. The device was not in use on a pt at the time the event occurred.

Manufacturer narrative:
The manufacturer's technical support engineer (tse) troubleshot the event with the user facility over the phone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The user facility conducted the repairs on the device and was instructed to contact the MFR in the event that add'l support was required or if components were available for investigation. Covidien was not authorized to service the device. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).